Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump was unable to complete rewind. The customer's mother stated that the insulin pump was not damaged. The customer stated that the insulin pump was exposed to an x-ray scanner. The customer's mother was also advised to disconnect from the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The pump passed the displacement, rewind, basic occlusion and no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.